Event description:
In 2006, a patient underwent endovascular surgery for the repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. After successful deployment of the trunk-ipsilateral leg component the physician then cannulated the contralateral gate and began inserting the 12 french introducer sheath. As the sheath approached the gold marker band on the contralateral side of the device resistance was felt. However, after a 'strong push' the sheath overcame the resistance and entered the contralateral gate completely. The contralateral leg component was then successfully deployed and a final angiography run was done. This run showed that the trunk-ipsilateral leg component had moved proximally from its originally deployed position by approximately 6 to 7 cm, covering both renal arteries, the superior mesenteric artery, and the celiac trunk. The patient was then covered to a full surgical repair and was treated successfully with a graft (type unknown). The patient is reported to be doing well postoperatively.